Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and ams elevate anterior was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat anterior and rectocele repair and mesh was implanted. It was also reported that the patient underwent a gynecological procedure in order to treat cystocele and rectocele repair in (B)(6) 2010 and ams elevate was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence and vaginal scarring. It was also reported that the patient experienced exposed mesh vaginally, eroded mesh with perforation of the bladder and underwent partial removal on (B)(6) 2011. It was reported that the patient experienced recurrent infection with exposed mesh in the bladder and underwent partial removal on (B)(6) 2011. No additional information was provided. (B)(4).